Event description:
An ortho clinical diagnostics systems scientist obtained a higher than expected test signal response from a single troponin-I free sample that would correlate to a higher than expected vitros tropi es result on a vitros 3600 immunodiagnostic system. Vitros tropi es result: 0.078 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were affected in this event and there was no allegation of patient harm made; however, ortho clinical diagnostics cannot confirm that patient samples would not be affected if the event was to reoccur at a customer facility undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that a higher than expected vitros tropi es result was obtained from a single troponin-I free sample on a vitros 3600 immunodiagnostic system. Root cause for the events could not be determined; however, the possibility that a transient vitros 3600 system issue or an unexpected reagent issue had contributed to the result could not be ruled out.